Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.673" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an inhouse energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint regarding the broken device was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the harmonic ace instrument was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. A procedure delay of 15 minutes was reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the teflon pad was not broken off/detached from the shaft. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument's batch sequence number was not provided. The report could not identify which record the attached image belongs to since a nurse gave it to him. The reporter confirmed that no fragments fell into the patient during the procedure. There were no reports of fragments falling from the device while used within the patient. There is no report of post-surgical complications and the patient has not returned to the hospital. The reporter was unable to disclose the patient demographic information.